Event description:
Medtronic response ultra spinal stimulator mode; #37712 serial #(B)(4). This device was implanted on (B)(6) 2009. Less than 6 months later, it was completely nonfunctional. They suspect broken leads. So re implant it required a trial surgery and then 2 incisions, one for battery pack and one for the leads, and now it doesn't even work. The only remedy is more surgery to try to replace the leads. Although medtronic is well aware of this problem, and I do not believe it is all that uncommon, I wonder if they ever reported it. My guess is, they did not!!